Manufacturer narrative:
Batch review performed on 15 july 2025. Lot 154538: (B)(4) items manufactured and released on 27-jan-2016. Expiration date: 2021-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation perfomed by medacta medical affairs manager: a revision surgery was performed 8.5 years after the primary implantation of a tha, due to stem subsidence. The available radiographic images show radiolucent lines along the entire stem, suggestive of loosening. This loosening may have caused the observed subsidence, particularly in the context of likely reduced bone quality. Additionally, cortical thickening at the distal portion of the stem and bone rarefaction at the greater trochanter are evident. Aseptic loosening is a well-documented complication in the literature, often characterized by a multifactorial or unclear etiology. Even in this case, determining the precise cause of implant failure remains challenging based on the available information. Based on the information available no definitive root cause can be established, while it is likely that the loosening contributed to the reported issue. Aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 8 years 7 months after the primary, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.